Event description:
Patient underwent left hip revision surgery in 2009, due to a modular stem/pin failure, 65 months after original surgery. It was reported that the revision surgery went well.

Manufacturer narrative:
Other explanted devices: cat # 220410, description: neck, medium 47.5 thru hole, lot # 300. Cat # 332800, description: alumina head 28mm medium +0, lot # 448.